Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a performing a laparoscopic cholecystectomy with a pelvic mass removal and the tissue pad from the harmonic fell off completely into the patient. The tissue pad was retrieved through visualization through the trocar. It was not reported how the procedure was completed but there was no consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received in good visual condition with the tissue pad damaged but present. The instrument was connected to a handpiece and a gen11 and it was tested, the device did activate passing pre-run. Based on the condition of the tissue pad a probable cause for this type of damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the blade and the tissue pad without having tissue between them.